Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem user guide: the t: slim x2 cartridge can hold up to 300 units of insulin.

Event description:
It was reported that cartridge change errors and minimum fill notifications occurred with multiple cartridges during the load sequence. Reportedly, the customer overfilled the cartridges. Tandem technical support informed the customer that overfilling the cartridges is off label per the tandem user guide. Customer reverted to an alternate form of insulin therapy. Customer¿s blood glucose level was 300 mg/dl.